Event description:
Pt received demerol 600 mg/60ml intravenously per baxter pca ii pump over maximum time of 120 mins. Pt was successfully resuscitated from respiratory arrest. Upon inspection of pump, syringe was found improperly loaded, syringe plunger in the up position at 60 cc mark, barrel of syringe completely empty. At no time did machine alarm to alert user of improper syringe placment. Antisiphon tubing not in use. User was experienced rn, syringe was new to user as pharmacy recently began using baxter prefilled demerol syringes. Pump sent for independent inspection - unable to duplicate apparent free flow of solution.